Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 488 mg/dl, resulting in diabetic ketoacidosis (dka). The user was admitted on (B)(6) 2026, treated with medical intervention, and discharged (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization while on ilet therapy. Dka represents acute metabolic decompensation requiring inpatient medical management and is consistent with the reported hospitalization. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts and no factory reset. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data confirm hyperglycemia on the reported event date. The hyperglycemia occurred during a prolonged period in which the cgm sensor had expired and was not replaced, resulting in loss of cgm input and interruption of automated insulin delivery. The patient and caregiver reported that facility staff did not replace the sensor despite notification, and insufficient insulin was administered via injections. Based on available information, the event was attributed to use-related factors involving failure to replace the cgm sensor and failure to maintain therapy, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.